Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) could not be pressed. There was no reported patient injury. The button could not be pressed down. The device was stored and prepared according to the instructions for use (IFU). The user was trained on the device. The device will be returned for analysis.